Manufacturer narrative:
(B)(4). Jaws. Batch # m90l6a. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, a bag with three malformed clips was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is meant by ligaclip did not attach as it should? No was clip not closed all the way on vessel or structure? No was clip not properly formed? No ¿ clip crossed, and jammed in closing mechanism. No other clip could pass the jamming. They had to replace the instrument. Did clip fall off after it was applied to vessel or structure? No ¿ clip was stuck inside instrument what is product code of the device? Item: er320. How was the case completed? The fourth instrument worked properly. Is the device available to be returned for analysis? Yes, when the department receives return boxes with labels.

Event description:
It was reported that during an unknown procedure, according to customer the ligaclip did not attach as they should. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.